Event description:
Patient presented with short, angulated neck. Physician planned to use a palmaz stent to ensure good seal in the neck. Access and deployment of a 28-16-120bl bifurcated device and a 16-16-55l limb extension were uneventful. The palmaz stent was mounted on a balloon, and during deployment, the balloon inadvertently burst, and the physician was unable to fully deploy the palmaz stent. The palmaz and balloon were brought down through the aorta and into the iliacs, where the palmaz could not pass. The balloon was removed and another bare metal stent was used to compress the palmaz stent against the iliacs. A 34-34-80le proximal extension was placed in the proximal neck with good results.

Manufacturer narrative:
Balloon failure and maldeployment of palmaz stent.